Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. The cause of the inability to power on is a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the monitor. The last patient to use this monitor did not report any deficiencies.